Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73g1500451 investigation did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
During a radical operation for carcinoma of the stomach, the physician found the fifth clip was stuck when the applier was fired. Then he changed for another applier but the eighth clip was stuck as well. After changing to another applier the surgery completed. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to successfully load into the jaws of the applier and close. The next clip was also able to properly load and close. The sample was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. No defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Other remarks: the reported complaint of "clips stuck in applier" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as clips could be loaded into the jaws and close with no issues. The device was received with 2 clips remaining in the channel indicating that the end user fired 13 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device. No further action will be taken.

Event description:
During a radical operation for carcinoma of the stomach, the physician found the fifth clip was stuck when the applier was fired. Then he changed for another applier but the eighth clip was stuck as well. After changing to another applier the surgery completed. The patient's condition was reported as fine.